Event description:
It was reported an increase in threshold and a decrease in sensing were observed. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly was found.